Manufacturer narrative:
Concomitant medical products: etbf3616c166e stent graft, implanted (B)(6) 2015; etbf3616c166e stent graft, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.